Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a device change out procedure, the ventricular lead exhibited high impedance and high thresholds. The lead was capped and replaced. The patient was well post procedure.